Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. There was no reported impact to the customer's blood glucose level. Reportedly, the pump was replaced, and the customer reverted to an alternate method of insulin therapy.